Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material#: 306616, batch#: 2229717. It was reported by the customer that per the enduser, the event of the needle disconnecting and separating happened after the use on patient when they were activating the safety glide device. Verbatim: rcc received a complaint via email. Email(s) attached. Per the enduser, the event of the needle disconnecting and separating happened after the use on patient when they were activating the safety glide device. Ship to 57368992 reported an issue with item 1168030, vendor number 306616. Lot number is 2229717. See below pictures of what happened when using the needle. Please advise if there have been reported issues. Comments on 20-nov-2023. Notification of the complaint below was sent on nov 13. Please provide the results of your investigation as soon as possible. Our goal is to close complaints within 60 days. Needle disconnected and separated after the use on patient when activating the safety glide device. Needle will not push through or draw up vaccine/medication. Comments on 20-nov-2023. Customer contact not given. Report indicates initial reporter request to remain confidential. Brand: mckesson prevent sg safety hypodermic needles glide 23g x1in pack of 50. Lot # 2229717, exp: 07/31/2027, MFR# 192-n251s. When trying to administer a vaccine, it would not push through the needle into the arm. Other needles out of this lot/box would not draw up the immunization or medication. Staff had to replace the needles with a new one.

Event description:
Material#: 306616. Batch#: 2229717. It was reported by the customer that per the enduser, the event of the needle disconnecting and separating happened after the use on patient when they were activating the safety glide device. Verbatim: rcc received a complaint via email. Per the enduser, the event of the needle disconnecting and separating happened after the use on patient when they were activating the safety glide device. Ship to 57368992 reported an issue with item 1168030, vendor number 306616. Lot number is 2229717. See below pictures of what happened when using the needle. Please advise if there have been reported issues.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0413 - material separation.